Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening, assessed as fold flaw opening. Another opening was assessed as surgical damage ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. As per the investigation procedure crease fold, wear abrasion and stress marks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side "feel a little firm" and pain. It was later reported the device was ruptured. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device." Healthcare professional later reported "feel a little firm" confirmed via ultrasound and pain. Healthcare professional later reported "ruptured." Record is for left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "no complaint against the device." Healthcare professional later reported "feel a little firm" confirmed via ultrasound and pain. Healthcare professional later reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.